Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following an incisional herniorrhaphy procedure, the mesh had came into contact with the intestinal loop. Another procedure was done to remove the mesh and replace it with another one.